Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a left side "deflation." Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases and curved openings. A leak test was performed and five openings were found. A microscopic analysis identified five curved striated openings on anterior side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Voids were observed on the valve side (approx. 3 mm, 1.5 mm vv) which are out specification, assessed as workmanship a further investigation has been initiated due to the workmanship found during device evaluation. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additionally health professional reported "acquired deformity". Device has been explanted.

Manufacturer narrative:
Further investigation: the review of the documentation associated to the manufacturing process indicates that all devices with this work order were released in accordance with allergan medical¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. During the device analysis it was observed a void in valve (approx. 3mm vv), which is out specification. However, the workmanship found during the device analysis had no relation with the reported event. Therefore, no additional actions are deemed required at this time. The issue with void in valve will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Health professional reported a left side "deflation." Additionally health professional reported "acquired deformity". Device has been explanted.